Manufacturer narrative:
H3: ge healthcareâ s (gehc) investigation has been completed. The event involved the rupture of the magnet vessel due to high pressure build up as the venting path was blocked by ice. This led to the release of stored energy. The root cause was determined to be that the gehc service personnel performing the de-installation did not follow the gehc approved service procedures. Gehc's documentation describes the appropriate procedures to follow: mr and pet/mr systems service safety manual, 1.5t r series magnet & cryogen service manual, and magnet de-installation manual. No further actions are planned by gehc.

Event description:
It was reported that while decommissioning an mr system, a stored energy event occurred. A hospital staff member in an adjacent area sustained lacerations to the ankle, buttocks and head. The staff member was treated with sutures for the head laceration, received IV medications, and overnight hospital observation.

Manufacturer narrative:
D: there are no additional device identification numbers. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H8: unknown entered as device was being decommissioned and not in use.